Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and a diabetic coma on (B)(6) 2016 at 4 am with a high blood glucose level of over 900 mg/dl. The customer was treated with a liquid diet for twelve days because their organs were not working. The customer was informed that they will have follow up email or phone call about the incident.